Manufacturer narrative:
On 31 july 2016 it was prepared a final report with the information already submitted in the initial report. On 12 august 2016 the report was sent to the initial reporter and the case was closed.

Manufacturer narrative:
Batch reviews performed on 01 june 2016. Lot 144549: (B)(4) items manufactured and released on 10 october 2014. Expiration date: 2019-08-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Mpact flat pe hc liner ø 36/f, code 01.32.3648hct, lot. 140553 (k103721). (B)(4) items manufactured and released on 10 april 2014. Expiration date: 2019-02-28. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in complaining of pain. The surgeon noticed that the patient's hip was dislocated. The surgeon revised only the liner and the head. The surgery was completed successfully. X-rays and explants are not available.